Event description:
Av fistula thrombus being treated with a clotbuster, tip missing noticed on device removal, located using fluoroscopy, attempted removal by snare, tip snared, unable to extract from patient. Patient had surgical removal of tip.